Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, mildly tortuous and 90% stenosed left anterior descending (lad) coronary artery. A 20/30 indeflator ppak with co-pilot could not pressurize to 30 bars, the pressure only reached 20 bars. Bubbles were present during inflation and blood was noted inside the co-pilot. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.